Event description:
A hospital in (B)(6) reported that the heater wire disconnect alarm sounded from the mr850 humidifier when they connected the heater wire adaptor to an rt100 adult breathing circuit before use on a patient.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt100 adult dual heated breathing circuit was returned to fph in (B)(6) for evaluation. The electrical resistance of the inspiratory and the expiratory heater wires was tested using a calibrated multimeter. Continuity testing and visual inspection were also conducted to check the electrical connection between the heater wires and the heater wire pins. Results: no physical damage was observed to the returned breathing circuit. The electrical resistance test showed the inspiratory heater wire was open circuit. Continuity test and visual inspection revealed that the open circuit in the inspiratory heater wire was located at the connection between the heater wire and the right heater wire pin inside the overmoulded plug. The electrical resistance of the expiratory heater wire was within specification. A lot check revealed no other complaints of this nature for lot number 140121. Conclusion: electrical open circuits in heater wires can be associated with insufficient connection of the heater wire pin during production, such that it is unable to provide continuity for the full period of use. All rt100 breathing circuits are electrical resistance and continuity tested during production, and those that fail are rejected. This suggests that the subject inspiratory heater wire became open circuit after released for distribution, possibly as a result of insufficient connection. The hospital detected the malfunction during a setup check before use on a patient, which is in line with our user instructions. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate of occurrence of (B)(6) devices per million sold worldwide in the last year to the end of june 2014.